Event description:
The target lesion was the mid right coronary artery (rca). The procedure was an emergent case due to worsening congestive heart failure. Pre-dilation was conducted with a 2.5 x 15mm balloon at 12atm for 120seconds. A 2.5 x 16mm taxus stent was implanted at 12atm for 60 seconds at the target lesion. Then, a 2.5 x 23mm cypher stent was implanted at 20atm for 60 seconds at the proximal end of the taxus stent leaving a gap (around 2 aprox 3 struts length) between the taxus stent and the cypher stent. Post-dilation was not conducted. Timi flow before the procedure was 2 and 3 after the procedure. Ivus was conducted. The residual % of stenosis was 36%. Act was conducted (198). The following day after the procedure, the pt complained of chest pain during the hospitalization. Coronary angiography was conducted and thrombus was observed at the proximal end inside of the implanted cypher stent. To treat the thrombus, aspiration (thrombuster) was conducted and thrombolytic agent (urokinase: 240,000u) was administrated. Timi flow became 3. Then, a driver bare metal stent was implanted at the gap between the taxus stent and the cyper stent. Balloon angioplasty was conducted. Heart failure of the pt worsened, and so the pt is still hospitalized.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.